Manufacturer narrative:
Result of investigation: vyaire medical was unable to verify the customer's reported issue. Exact root cause not determined. Most likely caused by rough handling. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 1000e us 17,3" ventilator experienced loose and leaking exhalation module while on a patient. There was no information regarding patient harm with the reported issue.